Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. There was no button error alarm noted. Unable to perform unexpected restart test due to unresponsive buttons. The unit had a cracked case at display window corner, cracked lcd window, minor scratched lcd window and cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump returned an error alarm during a set change. Customer also reported that the insulin pump's keypad was not responding properly, then a button error alarm was returned. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.